Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from the end of the tubing during the fill tubing step. While troubleshooting with tandem technical support, customer ensured that the luer lock connection was tight, but while inspecting the luer lock, the customer stated that the cartridge was not fully snapped into place. Customer then snapped the cartridge into place, reloaded the cartridge, completed the load process successfully, and resumed insulin delivery. There was no impact to the customer's blood glucose level.